Event description:
Catheter split about 4 1/4" from tip of catheter causing IV antibiotics to "leak" inside pt. Surgery was necessary to remove defective catheter and to insert triple lumen central venous catheter.